Manufacturer narrative:
The user experienced severe hypoglycemia resulting in hospitalization while using the ilet. This situation can result in loss of consciousness and require emergency medical intervention, which is consistent with the reported ems transport and inpatient treatment with IV dextrose and insulin. The user reported pausing insulin delivery for an extended period, after which glucose increased to 303 mg/dl and automated correction dosing occurred, followed by a decrease in glucose to approximately 30 mg/dl. Engineering data indicated the ilet was paused for over two hours and later resumed insulin delivery with automated dosing based on cgm values. No device malfunction was identified. Based on available information, the event was associated with user-initiated pause of insulin delivery followed by automated correction dosing rather than abnormal ilet pump performance. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 21-mar-2026 the user reported that on (B)(6) 2026, they experienced hypoglycemia with a bg of 30 mg/dl. The user was able to treat the low bg by IV dextrose and exogenous insulin without assistance from a caregiver. The user was treated by ems and transported to the hospital on (B)(6) 2026 and discharged on (B)(6) 2026.